Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the common iliac artery. The omni elite 35 9.0 mmx 39 mm was deployed. During angiography, it looked as if the 9 mm stent's balloon was smaller than the armada 35 9 mm balloon that was used for post-dilatation; it seems to be 2cm smaller than armada35 balloon 9x40 mm. The stent was confirmed to be fully expanded. The box that contained the labeling was discarded. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, the omni elite 35 in question is actually the 9.0 x 59 mm compared with the armada 35 9 x 40 mm. Sentence comparing size of stent's balloon to the armada 35 balloon should have read, "it seems to be 2 mm smaller in diameter (not 2 cm smaller) than the armada 35 9 mm balloon that was used for post-dilatation".

Manufacturer narrative:
Internal file number - (B)(4). Correction: part and lot#. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported undersized balloon was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported undersized balloon. There is no indication of a product quality issue for either the omnilink elite sds or returned armada 35 bdc, and both devices were within specification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.